Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a rebel stent delivery system (sds) and stent with a 6f guideliner. There was contrast in the inflation lumen and balloon and blood in the guidewire lumen. There also blood in the guideliner. The balloon was loosely folded. Microscopic examination revealed that the stent was moved proximal of the proximal markerband onto the distal shaft. Majority of the stent was damaged with bent, flared, and overlapping struts. The stent was unable to be inflated as it was no longer positioned on the balloon. The outer diameter (od) of the stent could not be measured, due to the damage. The returned guideliner was attempted to be used for functional testing; however, due to the contrast in the balloon and it being loosely folded and the damaged stent, the rebel was unable to be advanced. The inner diameter (ID) of the guideliner was measured using a calibrated pin gauge. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the mid right coronary artery (rca). Following the advancement of a 6f non-bsc guide catheter and guide extension catheter, a 32 x 4.00 rebel stent was advanced which had some resistance crossing through the proximal end of the non-bsc guide extension catheter but eventually went through and was able to cross the lesion. The stent was positioned at the mid rca and was inflated to 20 atmospheres. The device was removed from the patient's body and it was noted that the stent was mangled but was still on the balloon and not deployed. The procedure was completed with a 4.0 x 28 rebel stent. No patient complications were reported.